Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited out of range impedance measurements of less than 200 ohms and oversensing of noise with pacing inhibition and asystole of approximately one and a half seconds for this pacemaker dependent patient. There was a concern over insulation damage, however no xrays were taken. There were no adverse patient effects reported. Programming configuration changes were performed. Two and a half years later there continues to be intermittent oversensing of noise with pacing inhibition. There is still no asystole greater than two seconds. The clinician noted that the plan was to replace the crt-p, but leave the rv lead in service due to the patient's health. Boston scientific technical services (ts) discussed that if the rv lead continued to exhibit noise with a new device, there still could be inhibition of pacing. At this time both products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Additional information was received that the cardiac resynchronization therapy pacemaker (crt-p) was explanted for normal battery depletion. During the procedure the rv lead was tested with a pacing system analyzer (psa) and yielded an impedance measurement of 334 ohms with no noise. The rv lead remains in service with the new device due to the patient's overall health. No adverse patient effects were reported.